Event description:
It was reported that the flexi-cut balloon ruptured at 60 psi during the 5th cut in a proximal lad lesion. During the removal of the device, the balloon almost peeled as it was rotated in the calcified area. Inspection of the balloon outside of the patient revealed a missing piece of the balloon material. The second flexi-cut that was used to complete the procedure, captured the small piece of balloon material and removed it from the artery.